Manufacturer narrative:
Product: the reported event of "structural valve deterioration" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011 a 23 mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration (calcification). A tavi was performed on (B)(6) 2017. Additional information has been requested. ((B)(4)).

Event description:
On (B)(6) 2011 a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with structural valve deterioration (calcification). A tavi was performed on (B)(6) 2017 and an unknown valve was implanted. The patient is reported to be recovering. Additional information was requested including operative notes and patient history but has not been made available. (Clinical study patient ID: (B)(6))